Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: service history review: a service history review was performed which indicated that the last service of the device was relevant to the current complaint findings. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the device passed visual inspection. It was further determined that the device was received in optical used condition and on one side the company logo showed discoloration but was still legible. It was observed that the device immediately started to run when it was connected to the console via cable, then suddenly it stopped and never started again although the mode switch was positioned accordingly afterwards. It was further observed that while the device was dismantled, a chemical smell could be noticed and the inside of the device had an abnormal amount of liquid. It was noted that residues of a cleaning agent were verified and the controller showed corrosion. It was further determined that the device failed pretest for check function with test hand switch, check power with power test bench and check speed with tachometer. Therefore, the reported condition was confirmed. It was determined that the most probable root cause for the found defect was improper reprocessing by the customer. The assignable root cause of the device not running and corrosion was determined to be due to environment and the root cause for unintended motion/activation was traced to user, which is user error. Service review: a review of the service history record indicated that the device has been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the electric pen drive device started automatically without instructions and could not be turned off afterwards. It was further reported that the reverse did not work. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.